Event description:
It was reported that device entrapment occurred. The 70-80% stenosed target lesion was located in the non-tortuous and non-calcified iliac artery. A 10.0 x 40, 75cm charger balloon catheter was advance for dilatation. Upon removal, the balloon was deflated and was unable to track over wire. The balloon was removed intact together with the wire. The procedure was completed successfully. No patient complications were reported.

Event description:
It was reported that device entrapment occurred. The 70-80% stenosed target lesion was located in the non-tortuous and non-calcified iliac artery. A 10.0 x 40, 75cm charger balloon catheter was advance for dilatation. Upon removal, the balloon was deflated and was unable to track over wire. The balloon was removed intact together with the wire. The procedure was completed successfully. No patient complications were reported. It was further reported that the guidewire used was a non-boston scientific guidewire. It is still in the charger balloon.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis and underwent a visual and tactile examination. A shaft kink 155mm distal from the distal end of the strain relief was noted. No issues were identified with the balloon material, the markerbands, and the tip of the device.